Event description:
It was reported that the device was in backup vvi mode after a patient had undergone a MRI. Device code was loaded into the device and nominal settings were restored prior to reprogramming of the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.